Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, the prostar xl could not be back loaded over the 0.035 guide wire into the patient anatomy. A second prostar xl was placed using the preclose technique and was used successfully following the tavi procedure to close the right common femoral artery. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance the device over the guide wire was not confirmed. The guide wire passed through the device and exited the exit ramp without difficulty. Based on analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.